Event description:
Information was received from a health care provider via a representative regarding a patient in who was receiving bupivacaine with an unknown concentration and dose via an implantable pump. The implant date was not known. Concomitant medications were not obtainable and the patient's medical history was reported as unknown. On (B)(6) 2016 during a device follow-up, the physician was to refill the patient's pump and expected to remove 5 ml but could only get .3ml. This reportedly had happened twice. The initial event date was being clarified. In regards to environmental, external, or patient factors that may have led or contributed to the event, this was reported as "n/a." The representative reported that it was suggested "to removed drug and start again wait 20 mins and try to get the reminder of the drug in program at 15mls." There were no patient symptoms reported at this time. At the time of the report, it was unknown if the issue was resolved and the patient's status was reported as alive-no injury. Surgical intervention did not occur nor was planned. The next steps were to wait until the patient came in for a refill to which the representative was asked to be present. The pump status was reported as implanted and remained in-service.

Event description:
On (B)(6) 2016 the representative further reported the implanted catheter was an ascenda catheter. She was unsure of the exact date of when the first volume discrepancy occurred, unsure of the specific volumes, and unsure of the potential cause or factors which led to the volume discrepancies. She was not aware that the patient had any symptoms as a result of the discrepancies. The patient's next refill date was scheduled for (B)(6) 2016.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.